Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right atrial lead was exhibiting far r wave oversensing. Lead was repositioned further away from the ventricle to improve overall function and therapy quality. Patient was under recovery.